Event description:
Customer called to report the pump had an alarm. Troubleshooting was performed. Pump alarmed again. Additionally, the driver block did not move freely. Device was not dropped, bumped, or exposed to moisture.